Manufacturer narrative:
Submit date: 4/9/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported: the luer lock was cracked. When the account administered the prevnar vaccine, it leaked from the connection. The patient didn¿t receive any vaccine. The account then tested the same needle with water, the water leaked form the connection. The account wants to be reimbursed for the lost vaccine.